Event description:
It was reported that during a right sided laparoscopic colon resection, the clip does not close properly. The two clip legs do not hit each other precisely on top of each other. It looks like they come together crookedly. The clip is therefore not properly attached and can be pulled off. Also, the instrument is loading a clip that is not closed. Device replaced and procedure completed successfully. No harm or consequence for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. Batch # unk. Additional information was requested and the following was obtained: "both surgeons are very experienced and both of them have worked with ligaclip for years. This is not a new instrument for them. In general their opinion is that the quality of ligaclip has been degraded in quality. They also say that the feeling when they close the handle is different than it used to be. This is not the first time I file a complaint for ligaclip for this customer ¿ and the or team members at suh køge are not happy with the situation." A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/10/2023. D4: batch # x95u9j. Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, one unformed clip and one scissored clip inside a plastic bag. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 13 clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.